Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. The 3 returned products were confirmed to be new and never opened. It was noted that during the investigation, it was found that there is no impact to the sterile barrier for the noted observation. The noted observation is not a defect, but rather a result of high temperature resulting in melting of the tyvek, which causes the material to change from opaque to clear. No corrective action or follow up will be taken. The product falls within the acceptance criteria and is considered acceptable per current quality standards. A review of the manufacturing records confirmed that this product was manufactured per specification. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Affiliate reported that the heat seal defect was noted with three products before use. Another product was used to complete the case. There were no adverse consequences to the patient.